Event description:
The surgeon had difficulty with four fast-fix devices during a single case. The knot of three of the fast fix devices would not slide or snug down. On the fourth device the suture broke free from the t1 anchor. There is no additional information available at the time of this report.